Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the raw food allegedly leaked from the hub of the puncture needle. It was further reported that the needle allegedly had a crack. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the raw food allegedly leaked from the hub of the puncture needle. It was further reported that the needle allegedly had a crack. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed powerport clearvue slim implantable port kit was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Cracks were noted on the introducer needle hub returned. The manufacturing site evaluation states that a crack in the green needle hub, according to the functional test that was performed when trying to infuse water through the needle a leak was observed in the needle connector, which verified a fracture of the needle. Upon infusion, and leak was observed from the introducer needle hub. Therefore, the investigation is confirmed for the reported needle hub fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025), g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.